Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, post-paced t-wave oversensing episodes were observed. Programming changes were made. The patient was stable after the event.